Event description:
It was reported that the patient had a bad fall off a treadmill and for a while after they had a ¿lot of accidents and urination¿ overnight. The patient then increased the stimulation on their implantable neurostimulator (ins) and their symptoms improved. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va0npxj, implanted: (B)(4) 2014, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).